Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) and exhibited high impedance, oversensing, and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: d334drg ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.